Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom (false upstream occlusion) which was not reproduced but was confirmed through the history log. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the ICU. It was also reported there was no patient injury.